Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was deployed, but bleeding did not stop. Manual compression was performed for 20 minutes, and the patient recovered. There was no reported patient injury. The mynx vascular closure device (vcd) was used in a transfemoral cerebral angiography (tfca) procedure. The 5f mynx control vascular closure device (vcd) was prepared and used in accordance with the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx and had used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30 to 45 degrees of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of mynx control. Pulsatile bleeding of the puncture site was noted immediately upon removal of the advancer tube, and the sealant was deployed to the proper location. There was no history of coagulopathy. No issues were noted during balloon retraction / button#2 step. The procedure used a retrograde approach. A non-cordis 5f sheath introducer was used. There was no vessel tortuosity, and the stick location was the common femoral artery (cfa). The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.